Manufacturer narrative:
(B)(4). A device history record review was performed on the stimulating needle and nerve block catheter with no relevant findings. The customer reported the catheter would not thread through the needle. The customer returned one opened kit. The catheter and epidural needle were removed from the returned kit and visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Visual examination of the returned needle revealed the needle cannula is bent compared to a lab inventory needle. A dimensional inspection was performed on the returned epidural needle. Inner diameter (ID) measurement of the returned needle revealed a value of 0.047" (1.19mm) using pin gauges (c05157), which is within specification of 1.17mm-1.22mm per graphic kz-17077-005, rev 2. A dimensional inspection was performed on the returned catheter. Outer diameter (od) measurement of the returned catheter revealed a value of 1.09mm using a caliper (c05155), which is within specification (1.115mm maximum) per graphic k4-19600-001, rev 1. Other remarks: a functional test was performed by attempting to thread the returned catheter through the returned epidural needle. The catheter was thread at the distal end and would thread through the epidural needle with no resistance met. A drag test was performed per pip-013 using the returned components and a weight (c05406). The catheter could thread through the returned needle with no resistance met. The components passed the drag test. Specifications per graphic kz-17077-005; rev. 2 and k4-19600-001; rev 1 were reviewed as a part of this complaint investigation. A design history review was performed for part # kz-17077-004 and kz-19600-001 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. A corrective action is not required at this time as no functional or dimensional issues could be found with the returned sample as the returned catheter threaded through the returned needle with no issues. The reported complaint of difficulty threading the catheter through the needle could not be confirmed based on the sample received. Although the cannula on the returned needle was received slightly bent, the returned catheter could be thread through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned needle ID and returned catheter od were found to be within specification. A device history record review was performed on the needle and catheter with no relevant findings. Therefore, there were no dimensional or functional issues found with the returned sample.

Event description:
During the pre-prep of the catheter and needle placement the catheter would not go through the catheter. There was no patient injury.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the pre-prep of the catheter and needle placement the catheter would not go through the catheter. There was no patient injury.